Event description:
It was reported that the verbalized pain and discomfort at the ipg site. The cause was unknown. The patient was prescribe with topical solutions such as lidocaine patches, voltaren cream.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately since implant day pain is present.